Manufacturer narrative:
Unknown if the lens was implanted. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (model pcb00 +17.5 diopter) was bent. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in partially advanced position. The pcb00 device was observed under the microscope and scarce amount of viscoelastic was observed in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tube. There were no damages observed on the assembly. The lead haptic was observed folded and the trailing haptic was observed damaged. The customer's reported issue was verified, but it could not be determined if the condition was related to the manufacturing process as the device was handled and prepared for surgical procedure. Based on the product returned evaluation, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.